Manufacturer narrative:
Concomitant medical product: product ID: mc1vr01-delsys, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the leadless implantable pulse generator (ipg) implant procedure, after the third deployment the deploy bottom could not be moved anymore. Troubleshooting was performed with flushing delivery system and ensuring alignment of the tether, but the deployment button could not move. The leadless ipg was unable to be recaptured. The leadless ipg delivery system was removed. A different leadless ipg delivery system was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Mc1vr01-delsys, return date: 2019-02-26. (B)(4). Product event summary: the full delivery system was returned and analyzed. The analysis indicated that the lumen of the delivery system was torn. The articulation of the delivery system was out of plane. The articulation curve of the delivery system did not meet specification. There was a deployment issue with the delivery system. The delivery system outer shaft was kinked/buckled. The device cup of the delivery system was damaged. The analyst noted that full delivery system was returned with the device intact in the device cup. The outer shaft is kink/buckled at 5.5 centimeters from the distal end of the delivery system. The device cup is damaged at 3 centimeters from the distal end of the delivery system. The delivery system was able to deploy the device but on recapture, it had resistance due to the tether catching on the torn lumen and the damage on the device cup. If information is provided in the future, a supplemental report will be issued.